Event description:
It was reported that a new ilet user experienced anxiety regarding glycemic control on the first day of pump use and observed hyperglycemia up to 368 mg/dl after an appointment, followed by a decline and subsequent in-range values near bedtime, without device alarms. Symptoms included patient anxiety related to blood glucose variability, without physical injury. Outcomes included user reassurance and education, with no medical interventions, hospitalization, or alerts. Investigation included troubleshooting and user education regarding expected glycemic variability during initial adaptation, bedtime snack guidance for nocturnal lows, and confirmation that blood glucose was in range at the time of the call. Investigation of this case revealed no device malfunction or component issue and suggested early-therapy adaptation and routine physiological variability as the likely contributors to the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with early-use glycemic adaptation rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.